Manufacturer narrative:
H10: in a good faith effort (gfe) response from the authorized service provider (asp) received on 15apr2025, it was clarified that the customer had miscommunicated the issue. The issue with the device was that there was a power supply fault. A power supply fault will lead to a depleted battery due to the battery not being supplied with power to recharge. After enough time, the battery charge will deplete to a point of being unable to recharge. The asp stated that further inspection and repair of the device is pending, no work was completed as of the time of the gfe response. The investigation is ongoing. H11: record coding has been updated to reflect the power issue.

Manufacturer narrative:
In a good faith effort (gfe) response from the authorized service provider (asp) received on 19may2025, it was stated that the customer declined service and repair, refusing further service by philips. The asp stated that the customer had decided to remove the device from service for the time being. No further information was provided. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the battery had failed. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer reported the battery issue and requested an onsite inspection of the ventilator. This investigation is ongoing.

Manufacturer narrative:
(B)(6).